Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a peripheral interventional procedure. Reportedly, the needles did not fix correctly with the two wires [sutures] not coming through [suture retrieval issue]. An additional proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning.

Manufacturer narrative:
The device was returned for analysis. The failure to cycle was not confirmed. The posterior foot was separated and was not returned. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the difficulties cannot be determined. The subsequent treatment is related to the circumstances of the procedure. Based on the reported information and the returned device, it is possible there was a posterior needle deflection (needle to cuff miss) that caused a needle strike against the foot causing the break; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. D1 correction: brand name updated d2a correction: common device name updated d3 correction: name, address updated h6 correction: type of investigation code 4114 removed h6 correction: investigation conclusions code 4311 removed h10: related report number added.

Event description:
Subsequent to the previously filed report, the following information was received: a foot separation was found during evaluation of the returned device. The location of the detached foot is unknown. Additionally, this complaint is a duplicate of cn-219241. This duplicate was found after the previous report for this complaint was filed. No additional information was provided.